Event description:
It is reported that the customer had low blood glucose levels. The exact reading was not available. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. Troubleshooting was done. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.